Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was a white gel inside the cannula when he removed it from the site. Customer's blood glucose was 402 mg/dl. Customer treated with a manual injection. Customer had symptoms of high blood glucose of excessive thirst and urination. Customer did not contact their health care provider for their high blood glucose. Customer was unsure if the drive support cap was protruded. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that the cannula looked occluded and the site looked a little red and had a purple bump. Customer stated that the site does not show signs of infection and there is no blood at site. Customer found that the insulin vial was within expiration. Customer was advised to do a complete set change. Customer stated that he had already done troubleshooting for his high blood glucose.